Manufacturer narrative:
The customer did not provide patient demographics such as age, date of birth, sex, weight, ethnicity or race. The access accutni+3 reagent was not returned for evaluation. All assay and system verifications met specifications at the time of this event. No hardware errors, flags or other assay issues were reported in conjunction with this event. A beckman coulter (bec) field service engineer (fse) was dispatched in association with this event but did not identify a hardware, software or system issue that would have contributed to this event. The cause of this event cannot be determined with the available information.

Event description:
On (B)(6) 2019 the customer reported that a non-reproducible elevated troponin I (access accutni+3) result had been generated on the customer's unicel dxi 600 immunoassay system (serial number (B)(4)) for one patient sample. The initial elevated access accutni+3 result of 2.96 ng/ml was released from the laboratory. The customer also reported that the timed samples in the serial draws were all below the cut off used (not provided) and would be interpreted as negative results. The original sample was retested the next day and the result of that test was 0.01 ng/ml and 0.01 ng/ml. Customer did not provide normal reference range. There was a report of change to patient care or treatment which occurred in connection with this event. The patient was administered heparin. No report of additional changes of patient management were provided. Calibration, quality control and system check were all performing within specifications at the time of the incident. There were no errors or events listed on the unicel dxi 600 immunoassay system at the time of the event. The sample was run from the original tube. Sample was a plasma sample; the tube was centrifuged for 5 min at 3000 rpm. No other sample processing information was supplied.